Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a deflation on an unknown side. Healthcare professional additionally reported a "white chalky substance" found on the device upon removal.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified opening, wear abrasion, crease fold, white particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to an fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "calcified capsule" and a "white chalky substance" found on the device upon removal.